Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) has not received the monopolar curved scissor (mcs) instrument that was used during this reported event; therefore, failure analysis investigations could not be performed. A review of the site's system logs for the reported procedure date was conducted, and the investigation revealed the following possible related system errors: two informational erbe generator errors were logged signifying a neutral electrode (ground pad) current warning. The error suggests the user to insert the connector of the neutral electrode cable into the receptacle as far as it will go and ensure the grounding pad is oriented correctly. A review of an image of the complication provided by the customer was performed by an intuitive surgical, inc. (Isi) clinical development engineer (cde). Per the cde, the image shows what appears to be a mild burn mark on the colon. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted myomectomy procedure, the surgeon resected the myoma and then used the monopolar curved scissors (mcs) instrument to section the tissue into smaller pieces before placing it into a third-party 10mm endopouch retrieval bag. The surgeon then noticed a small white burn mark on the colon. The mcs instrument was also used on the tissue within the bag, which had been resting on the colon. The burn mark is believed to have been the result of thermal spread from the retrieval bag, although the bag was inspected and there were no signs of damage. As a precaution, a general surgeon applied two stitches to the affected tissue, and the procedure was successfully completed robotically.

Manufacturer narrative:
Corrected data can be found in fields b4 and g3.